Manufacturer narrative:
The olympus service team received the device for the reported issue of "no air/water flow." This was confirmed due to a clogged nozzle. The foreign material could not be analyzed as the substance was not available for sampling. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: causality could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material clogging the nozzle. There was no patient involvement.